Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and the complaint was not confirmed by failure analysis. During in-house testing, the instrument was placed and driven on an in-house system and passed recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively, and the grips opened and closed properly. The instrument also initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice, once using the black reload the instrument was returned with and once using an in-house green reload. Additional observations not reported by site was that the instrument was found to have the snake wrist cover torn. Visual inspection displayed signs of missing fragments. The reload was returned unused and unfired. There was no damage to the reload or its components.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler had malformed staple. The customer used a backup sureform 60 stapler to continue with the planned procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black reload was used and the issue occurred before the rectal resection. The customer was not able to fire the stapler at all. The issue occurred in the first stapler fire. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. Buttress material was not used. There was no bleeding observed and no unplanned tissue removal.